Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history showed multiple loss of prime warnings and occlusion alarms had occurred, which could not be duplicated during testing. There was no evidence in the pump history that no cartridge detected warnings had occurred. An ezprime operation was performed during testing with no issues; the pump recognized the cartridge during the load step, and did not push insulin out. The pump was exercised for 24 hours with no issues and no alarms occurring. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A review of the device history record indicated that the pump was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.